Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device bearing was seized, jammed, heavy moving, bearing blocked and machine blocked. It was further determined that the device failed pretest for general condition and check the off/on/on mode. It was noted in the service order that the device had a problem and was not functional in either the forward or reverse position. This event did not occur during surgery. The exact date of this event is unknown. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.